Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a power error on the insulin pump. The customer¿s blood glucose level was 136 mg/dl. Troubleshoot was performed. The customer was advised to return back the broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive minutes due to non-sleep anomaly software error..